Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as an unrecoverable loss of connection greater than 3 hours. The probable cause could not be determined. In addition, a failed transmitter error was found in connection to the reported allegation. No injury or medical intervention was reported.